Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). There was no patient involvement. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed received a unit with a note saying error. Biomed downloaded the logs and only saw software error 13-1033-149. Unit has passed a pm. Sn: (B)(4). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: error was only in the log. Let biomed know some instances which can cause this error. Also let him know how to clear this error if it ever became a hard fault by reflashing the software. If flashing failed the logic board would have to be replaced. Recommended he run unit for an hour at a rate of 125ml and see if any errors occur. If no errors occured, place back into rotation. Biomed ended call. Ref: (B)(4).